Event description:
Information received by medtronic indicated that the customer experienced high blood glucose level. Customers blood glucose level was 22 mmol/l. Customer did not have any symptoms related to high blood glucose level. Customer has been using insulin pump system within 48 hours of high blood glucose event. Auto mode feature was not active at time of event. Customer did not allege insulin pump was under delivering. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and delivery accuracy test at .0873inches. No unexpected alarms/alert/anomalies noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: cracked case (battery tube), pillowing keypad overlay, and cracked retainer. The insulin pump passes function testing, no unexpected alarms/alert/anomalies noted during testing. Unable to confirm alleged high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.